Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a stuck button alarm after exposing the insulin pump to change in altitude. The customer also reported a flashing white display on the insulin pump. Blood glucose value at the time of event was 400 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884l, mmt-342, mmt-442ag. Troubleshooting was partially performed for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-342 . No product return is required for mmt-442ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No flashing white display noted during analysis. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump and uploaded to carelink. All buttons were tested and no unresponsive buttons were noted. However, stuck key alarms were found on 01/15/2026 23:46:01.000. Additionally, after peeling off keypad overlay, cracked u1 keypad lead 6 was noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked keypad overlay, scratched case, and pillowing keypad overlay. The alleged flashing white display was not confirmed during analysis. However, the alleged keypad anomaly was confirmed when cracked u1 keypad lead 6 was noted on keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.